Event description:
It was reported that: "I have no information on that on 2 separate occasions, the 30cm pax stretched. 1 case it was able to snare and take out of patient, no harm. The 2nd case was an mma and they were able to detach." Incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference: # (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. The lot number was not provided therefore a review of the lot history records could not be performed. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.